Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green patient line cap of two (2) amia automated pd cycler sets "popped off". It was further described as "falls off easily". This was observed during setup of peritoneal dialysis therapy, when taking the patient line from organizer to patient line holder. There was no patient injury or medical intervention associated with this event. No additional information is available.